Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump failed displacement test. Motor error alarm during rewind due to motor encoder signal out of phase.

Event description:
It was reported that a motor error alarm occurred during rewind. The physician stated that he could not operate the insulin pump. The physician then stated that he rested the insulin pump for five minutes, changed the battery, and that he still could not rewind the insulin pump. The physician further stated that the motor error alarm occurred again and repeated several times. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.